Event description:
There were three endeavor sprint rapid exchange (rx) drug eluting stents implanted during the index procedure; two in the distal rca and one in the mid rca. It is reported that approximately 1 day post index procedure the patient suffered a spontaneous gastrointestinal (gi) bleed. Investigator has indicated that event was not related to study stent or procedures. Patient was taking aspirin and clopidogrel 24 hours prior to the event. There was a fourth endeavor sprint rx implanted in the proximal lad during a staged procedure approximately 4 weeks later. Patient was asymptomatic / free of symptoms at 30 day, 6 month, 1 year and 1.5 year follow ups. It is reported that at 2 year and 2.5 year follow ups patients cardiac status was stable angina. Reference MFR report numbers 9612164201101049 and 9612164201101050.

Manufacturer narrative:
(B)(4). Evaluation, results: gi bleed.

Event description:
Additional information received reported that another gi bleed event occurred approximately 42 months post index procedure. Patient was on dapt at the time of the event. Investigator has indicated that the event was not related to the device.